Event description:
Customer reported a high blood glucose of 499 mg/dl. Customer was treated with manual injections. Customer stated every time she used the insulin pump her blood glucose would rise. Customer also called back to report she had hypoglycemia the previous night. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.